Event description:
The caller reported that the tube developed a leak after 5 days to 2 weeks of use. The caller was not certain about the location of the leak; it could be the cuff or the pilot line or valve. When the leak was discovered, the tube was removed and another 5.5 lpc was inserted.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.